Manufacturer narrative:
No patient information as no patient was involved in this concern. RMA issued. Device not yet returned to the manufacturer.

Event description:
A site representative reported that a thoracic spine clamp had a stripped screw. No patient involved.